Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation/slda was due to interaction between devices. The cause of device damaged by another device was due to a combination of user technique and anatomical conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. A second clip delivery system (cds) was advanced however resistance was met and the cds interacted with the implanted clip, causing it to detach from the posterior leaflet (single leaflet device attachment (slda)). The second clip was implanted to stabilize the slda clip, reducing mr to 3+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.